Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm), with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.